Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was explanted due to infection. The procedure was performed in the absence of a boston scientific representative, so the product identifier is not attainable. The explanted lead has been discarded. No adverse patient effects were reported.